Event description:
Hospital staff report after monitoring a patient for approximately an hour staff attempted to perform a synchronized cardioversion. Device was connected to patient, sync activated and device charged. Device then indicated ready but would not discharge, device then disarmed, nursing staff recharged device repeatedly and device disarmed each time. Back up device was obtained, new therapy electrodes attached and patient therapy continued, patient was successfully treated. There were no reported adverse patient effects due to the alleged malfunction.